Manufacturer narrative:
Cine image evaluation: images confirmed the target lesion in the lcx. The lcx and marginal vessel were wired - suggesting a difficult anatomy. The vessels were treated with multiple pre-dilatations prior to the successful deployment of a stent. No images were provided showing the attempted unsuccessful delivery of the initial resolute integrity stent. It is not possible to determine from the images if additional pre-dilatations were completed post the initial unsuccessful delivery. It appears most likely that the vessel morphology impacted on the unsuccessful attempt to delivery the initial stent. Images show that the side branch was occluded post deployment of the stent in the main vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was implanted the lcx without any reported issue. Procedural images show that the side branch became occluded .